Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient claimed all keypad buttons were unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. No damage to the keypad was observed and all keypad buttons were responsive when pressed; however, it was noted that the down arrow button intermittently required multiple presses to engage. Contamination was found under the down and contrast key contacts. In addition, it was observed that the battery compartment had a crack in it at the opening of the battery chamber.